Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for fifteen days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The functional test was inconclusive. There was a pinhole in the inner shaft of the balloon 1mm proximal of the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that device was found ruptured when opening the package. A stingray lp catheter was selected for use. During preparation,upon opening the package, it was noted that the device was ruptured. The procedure completed with a different device. No further patient complications were reported.

Event description:
It was reported that device was found ruptured when the package was opened. A stingray lp re-entry device was selected for use. Upon opening of the package, the device was found to be ruptured. The procedure was completed with a different device. No further patient complications were reported.